Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the 3define failed multiple times during this case. The initial attempt failed then when they tried to run it again the image flickered and stopped taking images all together. They checked the drape and arm position. They then soft restarted and it failed again. They then soft restarted and attempted again and it worked. The system seems to be "glitching." The issue extended the surgical time by less than 1 hour. There was no impact to the patient outcome. Additional information received from a manufacturer representative reported that the system was functioning as intended, as the 3define are still passing. It was noted that the system was running slow though.

Manufacturer narrative:
H7) this regulatory report is being submitted due to retrospective review through fa1523, 806 report#: 3005075696-12/16/2025-001-c. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378, software version: 5.0.1. H3, h6) a software analysis was performed for this event. In summary, the complaint was confirmed and a software issue was identified. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.